Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The initial reporter explained that the patient stated one day in (B)(6) 2016, she had gone through attempting to use 2 different infusion sets from the same box. One infusion set didn't include a needle, one had no adhesive, and one did not stick to her body. Due to these issues her blood glucose level increased to 582mg/dl and she needed a separate injection. The patient had ketones, but it was not documented on what the results were. Unknown patient condition at this time. Please reference MDR# 2183502-2016-01376 and 2183502-2016-01377 for associated complaints.